Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.

Manufacturer narrative:
Date of event exact date is unknown. Best estimate is prior to acceptance of the article publication date of 4/25/2007. Device manufacture date: at the time of this report the device manufacture date is unknown. (B)(4). Article citation: binder, ps. 2007. Analysis of ectasia after laser in situ keratomileusis: risk factors. Journal of cataract & refractive surgery. 33(9). 1530-1538. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported patient's eye developed ectasia 8 years after surgery with a visx laser.